Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a service history review, device history review and device evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and the reported issue was unable to be confirmed without the device logs. A review of the labeling was performed and was found to be sufficient. Based on available information; the assignable cause for the reported issue is use error; initial drain alarm inappropriately set. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A registered nurse (rn) contacted global technical services requesting assistance with the home choice (hc) machine during fill. The rn stated the home patient (hp) had a last fill of 2300ml, and when they started the initial drain, the hp only drained 34ml, and machine advanced to fill 1 on its own. The technical service representative (tsr) reviewed the programming with the rn and explained that the initial drain alarm setting needed to be changed from 0 to 1800ml, once that was changed the rn pressed go and the therapy continued. There was patient involvement, but no injury or medical intervention was reported at the time of the incident. A follow up was done via phone call. The care giver (cg) stated the hp has continued therapy no injury or medical intervention was reported as a result of this incident. The rn had changed the programming and forgot about the last fill.